Manufacturer narrative:
Results: the neuron 070 was repeatedly kinked approximately 94.0 thru 97.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the distal shaft of the neuron 070 was repeatedly kinked. This type of damage typically occurs due to improper handling during use. If the peel-able sheath is not used to protect the distal shaft of the catheter prior to advancement through another device, damage such as this may occur. The kinks in the distal shaft of the neuron 070 may have contributed to the reported resistance. The non-penumbra sheath referred to in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron delivery catheter 070 (neuron 070). During the procedure, the physician experienced resistance while advancing the neuron 070 to the target location after being advanced through a sheath, and therefore the neuron 070 was removed. Upon removal, the physician noticed that the tip of the neuron 070 had become kinked and had an "accordion affect". The procedure was therefore completed using a new neuron 070 and the same sheath. There was no report of an adverse effect to the patient.